Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was broken. The following information was provided by the initial reporter: the patient reported that the needle pe was bent.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was broken. The following information was provided by the initial reporter: the patient reported that the needle pe was bent.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-04. Investigation summary: five open 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on all five samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.